Event description:
The surgeon was advancing the 3 piece collamer intraocular lens model cq2015 in the cartridge, prior to insertion in the patient's eye, and noticed the trailing haptic was broken, no patient contact or injury. Surgery was completed with a different lens.